Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma.

Event description:
Healthcare professional reported via regulatory agency unknown side capsular contracture, baker IV, "at explant, a small amount of thick hematic liquid was observed" and "double peri-prosthetic capsule with suspicious granular tissue". Device has been explanted.